Event description:
It was learned through implant patient registry that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 6 years due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 6 years due to mssa endocarditis. Intraoperatively, aortic valve was found floating in circumferential abscess. Patient was cooled to 28c given the extent of aortic root destruction. Valve was removed and lvot debrided. Aortic root and vsd were reconstructed pericardial patches. A non-ew valve was seated in place. Tricuspid valve and ra vegetation noted. Concomitantly, patient underwent tvr and mitral valve replacement with a 25mm magna mitral valve. Tee confirmed competent mitral, aortic, and tricuspid valve and intact lv/rv function. Patient was transferred to ICU intubated in critical but stable condition. Patient discharged on pod#21. This is 66-year-old female patient.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Therefore, further evaluation is not required the subject device is not available for evaluation . The device history record (DHR) review was not performed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.